Manufacturer narrative:
(B)(4).

Event description:
It was reported that low pacing lead impedance and oversensing were observed. Patient received inappropriate shock. Pocket manipulation and hand movement tests were performed but no issues were noted. No further information available.